Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
The event occured in the USA. No patient involvement was reported. It was reported, that a consistent alarms for back flow prevention needs to be re zeroed. Furthermore, constantly when sv02 is mounted on the holder the pump continues to try to read the hgb-hct despite being re calibrated. No harm to any person has been reported. The venous probe does not influence the blood flow of the device. Thus the risk for harm to any person for the venous probe failure is remote. No report is required for the venous probe failure. However, regarding the black flow prevention failure, as any flow issue, can lead to a pump stop, if the intervention is set by the user, a report is required for the flow failure. Complaint ID:(B)(4).